Manufacturer narrative:
The pump was received with an rf pic failed alarm during the self test due to a faulty radio frequency board. The pump passed displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a radio frequency pic failed self test. Customer's blood glucose was 179 mg/dl. During troubleshooting, insulin pump failed self-test. Insulin pump would be replaced.